Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: wirries n, örgel m, schwarze m, budde s, windhagen h, skutek m. Cementless total hip arthroplasty with anatomic-shaped implants. Does the minimal invasive anterolateral technique influence the stem position or subsidence in contrast to the standard lateral approach? Arch orthop trauma surg. 2021 aug 14. Doi: 10.1007/s00402-021-04122-5. Epub ahead of print. Pmid: 34390388. Objective and methods: authors, seeking to determine the impact of approach on collared versus collarless stems with respect to misalignment and subsidence, studied 100 patients who received primary unilateral cementless total hip replacements using a minimally invasive anterior lateral approach (ala), and 100 similar patients who were treated with a direct lateral approach (dla). Follow-up occurred at 1-year post-procedure, with womac survey results and femoral stems assessed for dorr classification, alignment and subsidence. All patients received depuy corail stems (both offsets available, as well as collared vs. Collarless as needed). These were paired with 32 mm ceramic heads and pinnacle cups with neutral polyethylene liners. Results: changing from the dla to the minimal invasive ala did not significantly affect the implant position. Misalignment and a potential risk for early aseptic loosening could not be seen. The use of a collared cementless stem seems safe and is likely to prevent a relevant subsidence, even more so in dorr type b femurs. Patients¿ data was not broken out into individual case numbers or by age/gender specific demographics. There were no reported revision surgeries. There was no aseptic implant loosening. The study found the following issues with femoral stem alignment and subsidence: 7 patients: varus misalignment, defined as > 5 degrees (6 collared corail, 1 collarless corail). 2 patients: stem subsidence, defined as > 4 mm (8mm & 10mm, collarless corail).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.